Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the s90 4mm/90º suction electrode with hand controls device was stewing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a photo of the alleged device was received and evaluated. The photo¿s evidence of vapr vapr s90 w/ hand controls was sent to manufacturer for evaluation. A visual inspection of the photo of the device was performed; as a result, it could be observed the electrode distal tip charred and burnt section of the manifold. A manufacturing record evaluation was performed for the finished device u2110073 number, and no non-conformances were identified. A visual inspection of the device was performed with the manufacturer, based on the charred and burnt section of the manifold we can see in the photo¿s the likely cause of this failure is shorting at distal tip. This complaint is confirmed. The failure mode seen in the photos¿ is consistent with previous one piece s90 devices which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. As identified by previous capas, to completely eliminate reoccurrence of this failure mode a design change is required. Mitek agreed to close CAPA based on the low occurrence rate. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.